Manufacturer narrative:
The referenced previous pump exchange due to suspected thrombus was reported under medwatch MFR report # 2916596-2017-00133. (B)(4). Approximate age of device - 44 days. Device evaluation: evaluation of the returned explanted pump confirmed thrombus inside the pump. However, a correlation between the device and the reported pump pocket infection could not be conclusively determined. The device was returned assembled with the driveline severed approximately 11 inches from the pump housing. The severed portion of the driveline was returned. The outlet elbow was returned. Examination of the inlet rotor blades revealed a dark red, tissue-like deposition. Although the deposition did not appear to have developed at this location, it had laminated layers and areas that were denatured. The laminated and denatured areas of the deposition indicates that it was present over an undetermined amount of time while the pump was operating. It is likely that the deposition developed at the inlet bearing ball/cup and was displaced to the inlet rotor blade. Although a specific time period in which it developed, when it was displaced, and the duration of its presence in the pump could not be conclusively determined, the deposition could have potentially contributed to the report of elevated ldh. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Examination and electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and pump pocket infection are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was initially implanted with a left ventricular assist device (lvad) on (B)(6) 2016, and had undergone a pump exchange on (B)(6) 2016 due to suspected thrombus. After the pump exchange procedure, the patient was discharged home following an uncomplicated post-op course. On (B)(6) 2017, the patient presented with a fever of 99.2°f and a red, unspecified incision site that expressed dark blood. The lactate dehydrogenase (ldh) value was greater than 3000 u/l. The clinicians suspected potential device thrombosis and/or infection. On (B)(6) 2017, the patient underwent a pump exchange and a pump pocket infection was observed. Microbial culture tested positive for propionibacterium acnes. No additional information was provided.